Event description:
The user's hearing performance with the device has reportedly decreased over the last year. The user and the clinic have decided to proceed with revision surgery, however no date for the surgery has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. As per implant registration card one channel was left extra-cochlear. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user's hearing performance with the device has reportedly decreased over the year 2022. The user was reimplanted on (B)(6) 2023.